Event description:
Reference number: 2585615. Event occurred in the saudi arabia. It was reported that patient faced high blood glucose event on (B)(6) 2026. The patient treated with insulin pump. No further information available.